Event description:
Unomedical reference number (B)(4). Event occurred in poland. On 25/apr/2024, it was reported that the patient faced a bent cannula within one day after insertion. The insertion site of the infusion set was at arm buttock. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland.